Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported issue. The fse replaced the touchscreen and now responds correctly after calibration. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customers service engineer on the v60 indicating while performing preventative maintenance, it was observed that the touchscreen is unresponsive and cannot be adjusted. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A parts order is placed, and the case was transferred for on-site inspection. The investigation is ongoing.